Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not stay connected to the paddles lead while in use with a patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer was able to quickly revert to another AED but an additional round of CPR was conducted prior to delivery of shock.

Event description:
The customer contacted stryker to report that their device would not stay connected to the paddles lead while in use with a patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The customer was able to quickly revert to another AED but an additional round of CPR was conducted prior to delivery of shock.

Manufacturer narrative:
The device's quick-combo therapy cable was replaced as a precaution and returned to stryker for further evaluation. Testing found no break or damage to the cable.